Event description:
It was reported that post pre-stent angioplasty, the omnilink elite was deployed without issue in the common iliac artery; however, after stent deployment in the common iliac artery, the balloon was difficult to deflate. Removal of the stent delivery system (sds) was difficult as the balloon caught on the proximal end of the deployed stent. After careful manipulation, the balloon passed the stent, but then caught on the guiding catheter. The sds and the guiding catheter were removed as one unit. The vessel was re-accessed and it was noted that the stent was fully deployed in the lesion. There was no report of adverse patient sequela; however, a significant delay in procedure was reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The deflation difficulty was unable to be confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual/dimensional/functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).